Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a patient who made a mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient made a mistake/touch contamination that resulted in peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. The nurse reported that the patient was not re-trained on aseptic technique and stated that the cause of the peritonitis did not involve the homechoice machine. The outcome of the patient made a mistake/touch contamination was not reported. Dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were ongoing. The nurse stated that the peritonitis was unrelated to dianeal therapies. An opinion of causality was not provided for the patient made a mistake/touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 11d19h25 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. The determined cause of the peritonitis was use error poor aseptic technique. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.